Event description:
A malfunction alarm identified as malf 24 was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support organized the replacement of the pump, and the customer was advised on backup insulin therapy using multiple daily injections. The customer acknowledged understanding the procedures for returning the malfunctioning pump and receiving the new one, including storage mode instructions and delivery signature requirements.